Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope and bradycardia. A remote transmission was sent and was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) due to high-rate non-sustained episodes and sensing integrity counter (sic). Th rv lead also had increasing pacing impedance, which eventually reached high/undefined pacing impedance. It was additionally noted that there was oversensing on stored electrograms (egms) and capture could not be confirmed on stored electrograms. The lead was capped and replaced. No patient complications have been reported as a result of this event.